Manufacturer narrative:
Final report submitted based on the results of investigation conclusion. The DHR was reviewed for part number 180604, lot number 26080410. No discrepancies were found with respect to the implants packaging or sterilization. All seam peel tests were within specification and no non-conformances were reported. Attachments 1 and 2 show the broken implant packaging. The hole was in both the outer and inner tyvek pouches resulting in a non-sterile implant. This was easily identifiable preventing use of a non-sterile implant in a case. The holes were larger enough to fit the implant in a lengthwise orientation but would not allow the implant to come out in a widthwise orientation. The tears did not coincide with the folds in the tyvek pouches but the folding could have resulted in a stress concentration in the tyvek seams at the tear location. Also housing the tyvek pouches in the previous implant design, clamshell, may have allowed the pouch to move inside of the shell causing the implant to push against the tyvek during transportation. Although no complaints have been reported for other devices, there have been complaints about other sizes. Some of these complaints have been traced back to the loaner program. Current packaging is not using these pouch components but there is product on the field that could potentially have this condition.

Event description:
The sterile inner packaging was found to be torn thereby the sterility was compromised.